Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump had received insulin pump error during the troubleshooting. Customer's blood glucose value was unknown. Customer was able to clear the alarm. Customer was able to complete pump rewind. Self test was passed. The customer was advised to discontinue use of the insulin pump and revert to backup. The device will be returned for analysis.